Event description:
Caller reported a display issue with a pump, where the screen appeared black with white dots in random places. Reportedly, the customer reverted to an alternate method insulin therapy. There was no reported adverse impact to the customer's blood glucose level.